Manufacturer narrative:
The hospital indicated that the tip cover accessory was discarded. Since the affected device is not returning for evaluation, the root cause of the customer reported failure cannot be determined. A follow-up medwatch report will be submitted if additional information is received.

Event description:
It was reported that during a da vinci si hysterectomy procedure an arc was observed coming from the monopolar curved scissors (mcs) tip cover accessory that was installed on the mcs instrument. The arc caused a slight burn to the patient's uterus, however, the uterus was being removed as part of the planned procedure. The tip cover was removed and upon removal, a round hole was observed. A replacement tip cover was installed to complete the procedure. No additional patient harm, adverse outcome or injury was reported.